Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial left knee implanted approximately 33 months or approximately 24 days ago. Unable to determine date for joint. Patient has a revision procedure scheduled. Unable to determine for which joint or both. Patient stated they had both knees replaced and is experiencing ongoing pain and other issues with the implants. No further information known.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D6a: (B)(6) 2022 or (B)(6) 2024, unable to determine date for each joint. D6b: revision procedure scheduled for (B)(6) 2025 unable to determine which joint. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial left knee implanted in either (B)(6) 2022 or (B)(6) 2024. Unable to determine date for each joint. Patient has a revision procedure scheduled for (B)(6) 2025. Unable to determine for which joint or both. Patient is experiencing ongoing pain and other issues with the implants. No further information available.